Event description:
Lap chole - "dr (B)(6), 3rd lap chole of the day, dr (B)(6), 3rd lap chole (B)(6) 2013". "I asked dr (B)(6) to fire off one or two clips up on the mayo stand to check and make sure that the trigger on his clip applier was not sticking. He fired off one clip and the trigger returned to the open position correctly. When it came time for the clip applier to be used, he placed 3 clips without the trigger sticking. When he went to place the 4th clip in the pt, the 5th clip fired, the trigger stuck again just the same as in his other two cases. The jaw opened enough to remove from the vessel, but the trigger only moved about 1/4 way away from the handle. I asked him to stop using the clip applier and I had the nurse open another applied 5mm clip applier from a different lot, 1188872. The new clip trigger got stuck after two clips were placed. At the end of the case, I collected both clip appliers for return." Pt status: "ok".

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.